Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set had a potential leak. This was noted during an unspecified process step. The device was being used with a baxter bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.